Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h4/h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective cable unit, however, the exact cause of the defect could not be specified. It likely the cable failure occurred due to one of the the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to olympus for evaluation. There was no allegation of a complaint associated with the device. There was no reported patient harm or impact due to this event. During inspection and testing, the image was found to be purple. The report is being submitted due to the purple image found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the video cable was broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.